Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding. It was reported that the patient underwent exploratory surgery in (B)(6) 2007 and (B)(6) 2008 due to unknown reasons. It was reported that ¿to patient¿s knowledge mesh was not removed¿. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria and hematuria.